Event description:
A diabetes nurse specialist called to report that the customer has been hospitalized for low bgs. It was stated that the basal rate was set up to 2.0u. The contact also wanted to know if the customer could change the basal rate on their own. Later the customer's spouse called and informed that the customer has been in the hosp three times in four days with low bgs. It was indicated that the customer had low bgs for the last two months. Troubleshooting was performed. The pump passed the functional testing.